Event description:
Foot of attachment broken and missing due to tool contact. Device was returned for repair due to broken foot on attachment. No pt impact was reported. No additional info was available despite repeated follow up attempts. Medwatch report is being filed due to potential for this type of attachment damage to result in pt injury.

Manufacturer narrative:
Findings: report was confirmed by eval. The foot of the attachment was detached due to contact with dissecting tool. The attachment had been in the field for approx 34 months without repair. The preventive maintenance/svc manual for the legend system specifies svc intervals for attachments based on the hospital usage level; however, this period should not exceed 24 months.